Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The pin that connects the top arm to the top jaw is missing. Neither side of the arm is cracked and witness marks can be seen where the pin was once in place. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the screw in the pituitary was missing. No patient complications were reported.